Event description:
Company received a report that following pre-test and intubation on three successive attempts, the first two cuffs would not stay inflated. Pt was successfully intubated with the third tube. No pt harm was reported.